Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-52 lead implanted: (B)(6) 1997. (B)(4).

Event description:
It was reported that the right atrial lead had low pacing impedance. The right ventricular lead had no capture at maximum output and low pacing impedance. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.